Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was faded and discolored. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display screen was found to be faded and discolored. The pump display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, moisture was found inside of the pump on the motor connection. (B)(6).